Event description:
It was reported that this left ventricular (lv) lead loss of capture (loc). Technical services (ts) was consulted, concurred that there is suspected loc. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.